Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The iol was returned broken in multiple segments in the lens case. Solution and what appears to be blood is dried on the segments. The reported complaint cannot be confirmed. The complainant states the use of an intrepid company iol injector delivery system with company lens model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the iol was inserted to the patient's eye, the lens did not come off from the plunger. Therefore, he/she tried to pull out the plunger, however, the trailing haptic was tangled with the plunger and torn off. The iol was removed and another one was implanted; the surgery was completed. The defect might occur by the cartridge along with the lens. Therefore, the suspected cartridge was also reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).